Manufacturer narrative:
This report is being submitted to provide the completed investigation results. One unused 8f angioseal evolution was returned for evaluation to terumo medical corporation in (B)(4).the packaging was intact no damage or deformation was observed externally. The plastic pouch was opened and the hemostasis tube was checked for maneuverability using digital pressure.the sheath tubing held its material integrity and kinked upon application of high pressure but did not crack. No other visual anomalies were noted. The complaint for cracked sheath cannot be confirmed, the device was not damaged in any way upon receipt and did not exhibit any brittleness upon examination.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file didn't find any other reports with the involved product code/lot# combination. The user facility reported similar events. See mdrs 2243441-2017- 00179, 2243441-2017-00180, 2243441-2017-00181, 2243441-2017-00182, and 2243441-2017-00184. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the sheath was fractured in packaging before being opened or introduced to the patient. It was reported that this occurred pre-treatment and no patient was involved.